Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer would change their infusion set sites and observe no noticeable damage to the cannulas. Additionally, the customer also experienced elevated blood glucose (bg) levels unrelated to the occlusion alarms. The customer's bg levels were in the 400's mg/dl range during these events and manual injections were administered to address the bg levels. Recommendation was made to consult with their health care provider to discuss diabetes management. As the customer had reverted to manual injections when tandem technical support was contacted no troubleshooting was performed. The contact reported that the customer would continue to use the pump for insulin therapy.

Manufacturer narrative:
The investigation has been completed. The most likely cause of the reported high blood glucose was from occlusion alarms received within the same time period.